Manufacturer narrative:
Signs of wear and tear can be found on the entire instrument, a part of the insulation at the tip of the device is missing. Review of the production files reveals no abnormalities. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the patient had elective laparoscopic cholecystectomy performed on them. A small 1mm missing plastic piece was found at the tip of the hook at the end of the procedure. A similar piece was found in the suction bottle later. But we cannot confirm it is the missing part of the hook.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).